Manufacturer narrative:
(B)(4). Catalog number 062945-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. During a nurse visit in (B)(6) 2018, the spouse of the patient stated that the peg tube could not be mobilized for two weeks and there was a bad smell. On (B)(6) 2018, the patient was hospitalized for an endoscopy, which confirmed a buried bumper. The peg and j tube were endoscopically removed and a new stoma site was created and a new peg / j tube system was placed.